Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-p was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-p was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The crt-p was returned but there was no analysis performed. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. This supplemental report is being filed to correct the e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter state, initial reporter country, initial reporter zip/post code, initial reporter phone, initial reporter fax, initial reporter health professional?, initial reporter occupation, h2: if follow-up, what type?, h6: patient codes and patient code description.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-p was explanted.